Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd posiflush¿ normal saline syringe there was an issue with a potential injury. It was stated ¿the nurse found the flange broken when opened the unit package.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: four (4) samples were received for evaluation by one of our quality engineers. Two (2) are in the packaging flow wrap. All four (4) have the plunger rod-rubber stopper and the tip cap. Two (2) have saline solution. The barrel label confirms the lot# 7241671. All four (4) have the barrel/flange damaged therefore failure mode is verified. It is possible that the plunger rod labeler equipment experienced a variation. Adjustments have been made. A device history review was completed and there were no documented issues for the complaint of batch 7241671 during this production run. There were no quality notifications were issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There was no issue documented about barrel/flange damaged. The plunger rod labeler equipment possibly experienced a variation which could potentially cause the issue. CAPA 390709 (corrective action preventive action) has been initiated to address this issue.